Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized twice for diabetes ketoacidosis and high blood glucose long time ago. The customer stated that first time her blood glucose was 1100mg/dl, and the second time was over 800mg/dl at time of the event. The customer stated that the insulin pump is not delivering properly, and she has a hard time to remember how to rewind the insulin pump. The customer stated that she was bolusing for her high glucose, but her glucose level did not come down. Troubleshooting was performed the insulin pump was one hour behind. Reviewed the programming and everything seems to be set properly. Found that the customer was not wearing the insulin pump, and her blood glucose was going high. No further info was provided.